Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained unaffected on the sensor. Symptoms included no physiological effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and education, including toggling the dexcom g6/g7 setting and advising a pairing window to allow the sensor to reconnect to the ilet. Investigation of this case revealed a communication interruption between the cgm and the ilet without evidence of device malfunction or component failure, and the connection was expected to restore following standard pairing procedures. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity setup requiring routine re-pairing steps.